Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when it was being inflated multiple times. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Manufacturer narrative:
(B3) date of event: corrected (B)(6) 2022. (B5) updated describe event or problem. (D4) lot number: updated to 0028260538. (D4) expiration date: updated to 10/25/2023. (D4) unique identifier (UDI) #: updated to (B)(4). (E1) initial reporter title: corrected from rn to dr. (E1) initial reporter first name: corrected (B)(6). (E1) initial reporter last name: corrected (B)(6). (E1) initial reporter phone: corrected (B)(6). (E1) initial reporter email: updated. (E1) initial reporter occupation: corrected from other health care professional to physician. (G1) MFR site facility name: updated from boston scientific scimed, inc to boston scientific corporation. (H4) device manufacture date: updated to 10/25/2021.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when it was being inflated multiple times. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the proximal left anterior descending artery. The balloon inflated three times for 9 atmospheres (atm) for 15 seconds, 12 atm for 9 seconds, and 12 atm for 7 seconds respectively. The balloon ruptured on the fourth inflation at 12 atm for 12 seconds. Residual stenosis was 40%. The procedure was cancelled and stenting will be done on a later date. The patient was on medical maintenance at that time and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when it was being inflated multiple times. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the proximal left anterior descending artery. The balloon inflated three times for 9 atmospheres (atm) for 15 seconds, 12 atm for 9 seconds, and 12 atm for 7 seconds respectively. The balloon ruptured on the fourth inflation at 12 atm for 12 seconds. Residual stenosis was 40%. The procedure was cancelled and stenting will be done on a later date. The patient was on medical maintenance at that time and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded. The device was soaked for a period of time to break up blood and contrast in the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 5mm from the tip of the device. The device failed to inflate to rbp.